Event description:
The customer contact reported a leak of chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. No specific programming parameters were provided. After an unspecified length of time in use, it was reported that the pump alarmed with an unspecified alarm. At this time, the nurse noted that an unspecified volume of the chemotherapeutic agent leaked from the clave secondary port on the cassette. The leak of the solution was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).